Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field representative, during deployment of a 29mm sapien 3 ultra resilia into a preexisting calcified homograft in the aortic position via transfemoral approach, the 29mm commander delivery system balloon burst at full inflation. The delivery system was withdrawn into the 16fr esheath+ and the devices were removed as a unit. A new 16fr esheath+ was inserted and the valve was post-dilated using a 28mm non-ew balloon. Aortography of the valve demonstrated no paravalvular leak or injury. Arteriography of the right femoral artery (esheath+ access site) showed no injury. The patient was sent to recovery in stable condition. The perceived root cause of the balloon burst is the calcium on the homograft.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. A visual evaluation of the device revealed a full radial balloon burst on the working length of the inflation balloon. Balloon wall thickness was measured along the edges of the burst location, and all measurements met specification. Imagery was provided and revealed calcification present in the sinus of valsalva (sov), landing zone, and aorto-ilio-femorals. Due to the condition of the returned device, function testing was unable to be performed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The delivery system balloon burst was confirmed based on the evaluation of the returned device. Per the report and as observed in the provided imagery, the patient had a "preexisting calcified homograft". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (calcification) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.